Event description:
It was reported the catheter fractured in multiple areas along the shaft. The expel apdl 10.3/45 drainage catheter was implanted in the common bile duct, post jejunostomy stricture procedure. The patient was due to have the catheter removed. When the physician reviewed the device under fluoro, the catheter was fractured in four different places (one, at the most proximal drainage hole, one at the ro marker, and other little random areas in the drain), they removed the largest piece first while the other pieces stayed in the jejunum. A large caliber 18 gauge sheath was advanced into the common bile duct and the physician was able to snare out the remaining pieces. The procedure was completed with the implant of a non bsc drainage catheter. The patient tolerated the procedure fine. No further complications were reported and the patient status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified shaft breakage and cracking at a punched holes of the unit. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported the catheter fractured in multiple areas along the shaft. The expel apdl 10.3/45 drainage catheter was implanted in the common bile duct, post jejunostomy stricture procedure. The patient was due to have the catheter removed. When the physician reviewed the device under fluoro, the catheter was fractured in four different places (one, at the most proximal drainage hole, one at the ro marker, and other little random areas in the drain), they removed the largest piece first while the other pieces stayed in the jejunum. A large caliber 18 gauge sheath was advanced into the common bile duct and the physician was able to snare out the remaining pieces. The procedure was completed with the implant of a non bsc drainage catheter. The patient tolerated the procedure fine. No further complications were reported and the patient status was fine.

Manufacturer narrative:
(B)(4).